Event description:
3m steam sterilization integrator (chemical process indicator) reference#1243 leaking contents into sterilization pouch or container; contaminating surgical instruments and lot # packaging lot # ex11205 and lot # eg11205. Note- vha sent out notice on 02/17/2023 to be aware of potential issues and practice heightened awareness during qa checks of sterilization processes. Reference report: mw5115197.